Event description:
A hospital in (B)(6) reported a problem with the pressure gauge accuracy and the valve system on an rd900 neopuff infant resuscitator. They further reported undercover damage and loss of screws from the casing. Service was requested. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received for service at our (B)(4) facility, where it was inspected by a trained fisher & paykel healthcare technician. Our investigation is based on the service findings provided by our (B)(4) office. The device was visually inspected for damage and then tested in accordance with the neopuff technical manual. Results: no damage was noted to the neopuff casing, but some of the casing screws were missing. Testing confirmed that the manometer and valve system was faulty. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is not known what caused the manometer to go out of calibration but it is possible that it was caused by some form of impact damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage, which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." The complaint neopuff device was serviced and a new manometer kit was fitted. The missing screws were replaced and the neopuff has been returned to the customer facility.